Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with high blood glucose over 470mg/dl. The customer stated that the cannula never was inserted into his body. The caller stated that he was giving himself manual injections and bolusing as he thought was not receiving any insulin. No further information was provided.